Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("suffered horrendous bleeding always seemed to be on a period /large clots very heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("brain fog") and alopecia ("hair falling out"). The patient was treated with surgery (essure removal (removal of wombs and tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, headache, feeling abnormal and alopecia outcome was unknown. The reporter considered alopecia, feeling abnormal, genital haemorrhage and headache to be related to essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.